Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose for about 3 days. Customer's blood glucose was 402 mg/dl. Customer gave a correction with the pump about 4 hours ago. Customer stated that he did not have a back-up plan. Customer stated that he gave 22 units at 10:30 am and it was now 2:37 pm. Customer stated that the insulin did exit. Customer was assisted with correcting the time and date. Customer had low reservoir alarms in the alarm history and did not have a tubing clam. Customer was advised to do a complete set change and will be shipped a tubing clamp. Customer was running low on supplies and has gone through 3 infusion sets. Customer will be sent replacements. Customer called back and stated that he received the blue tubing clamps today. Customer's blood glucose was 215 mg/dl today. Customer stated that the needle was not bent. The pump passed the high pressure test and the customer was advised that the pump was working as designed.